Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in a somewhat tortuous rca, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the second inflation. (The initial inflation was to 8 atm's.) The pt was asymptomatic with this event. A conquest guidewire (size unk) and a zuma guide catheter (size unk) were also used in this case, but the size and type of introducer sheath and inflation device used are unk. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.